Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing and pacing inhibition. X-ray found that the lead had insulation damage and was dislodged, likely due to twiddler's syndrome. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.